Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax and minimal bleeding cannot be determined. There was no device malfunction associated with this event. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. .

Event description:
It was reported that after the patient underwent an ion-assisted endoluminal lung biopsy procedure and developed pneumothorax which required chest tube placement and hospitalization. The target nodule was in the left upper lobe, and a 19g needle and third-party compatible forceps were used during the procedure. A radial endobronchial ultrasound (r(ebus) was used to locate the lesion, but bleeding in the target area made further biopsies unsafe. An airway survey was performed, hemostasis was achieved before the termination of the procedure, and the estimated blood loss was minimal (10 cc). After the procedure, the patient was found to be hypoxic, and a chest x-ray showed a moderate left-sided pneumothorax. The patient was admitted with a chest tube in place and initially appeared to be doing well after the pneumothorax was resolved and the chest tube was removed. However, the pneumothorax returned, and the chest tube was reinserted in the intensive care unit (ICU). The patient was placed on a non-rebreather mask to maintain oxygen saturation at 100%. Serial chest x-rays showed a continued small left-sided apical pneumothorax, but it did not grow when the chest tube was clamped. Eventually, the chest tube was successfully removed, and the patient was discharged after a 4-day hospital stay. The physician stated that the pneumothorax was an expected complication of the procedure due to the patient's underlying disease condition, and it would likely have occurred even with a different modality. There was no device malfunction associated with this event.